Manufacturer narrative:
The reported event is inconclusive. The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter fell out with a ruptured balloon. It was later reported from the international business center representative via email on 14 july 2020 that it is unknown if there were any missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out with a ruptured balloon.